Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/02/2024, it was reported by an arthrex employee via phone that an ar-2290 implant systems button inserter broke. This occurred during a proximal biceps tenodesis on (B)(6) 2024 when the button inserter broke as they were going to insert it into the patient. The case continued using a tension tight button to complete the case. There was no delay.